Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and multiple sclerosis (ms). It was reported that the patient was in the emergency room (ER) and before the patient could leave the hospital, they needed a representative to come check the pump to make sure there was enough medication in the pump. A follow-up call from a hcp came in. The patient was experiencing rigidity, weakness, and fatigue since (B)(6) 2016. They were admitting the patient to the hospital for assessing them. They were questioning if the patient was experiencing a ms flare up, an infection, or that the pump was not working. The patient thought that the pump was refilled four months ago, but did not know what the low reservoir alarm date was. There was no audible pump alarm heard.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.